Event description:
During antegrade femoral nail procedure, the surgeon was using the 13.0mm cannulated drill bit with the 13.0mm protection sleeve. As the surgeon advanced the drill bit it caused heat and skin burn to the pt. Reportedly the drill bit stop is not visible when used in this fashion and is not exposed very far beyond sleeve. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.